Event description:
The customer reported that the ac power led did not light with ac power plugged in. The device was functioning with a charged battery. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field svc engineer and symptom was verified. The issue was localized to a failed ac power supply. The ac power supply was replaced to resolve the issue. The device passed all testing and remained at the customer site.